Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been taken to the emergency room (ER) due to hyperglycemia. The patient's blood glucose (bg) levels had read high (>500 mg/dl) while wearing the pod for longer than 48 hours. Patient reported bleeding upon pod removal, and 2 pod changes did not help decrease the high bg levels. Symptoms reported include the patient feeling light headed and having a headache. Once in the ER, the patient was diagnosed with hyperglycemia and uncontrolled diabetes; she was treated with 2 bags of intravenous fluids. The patient was released from the ER the same day as the event. The pod will not be returned as it has been discarded.